Manufacturer narrative:
H3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the system couldn't register the patients. The site was unable to register two patients during the procedure. It looks okay when the registration was performed, but as soon as it's calculated the trace shifts and were completely off according to anatomy. Troubleshooting was performed and the site tried to add points additionally to trace. The manufacturer representative were are able to properly register the resin head without any issues. When trying to do a dirty registration with resin towards one of the patients it gives the same results as before. The probable cause of the reported issue was possibly the ssd. The procedure was aborted less than an hour into the case. No reported impact to the patient.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736226, software version 2.0.3. Additional information in section e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) the additional patient is reported under 1723170-2025-00988. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, d10: product ID: 9736218, lot #: -, ubd: unknown, UDI#: unknown h2, h3, h6: the system was serviced in the field. Hardware parts were replaced. Codes c13 and d02 are applicable, as is previously reported code b01. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736226, version #: 2.1.0. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2-3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. The case details were reviewed. As per the case description, the site faced difficulty in registering the patients. Once the trace was completed, the trace shifts and completely off with anatomy. As per troubleshooting information, the manufacturer representative (rep) was able register with resin head demonstration model without issues. The issue was able to replicate the behavior with dirty registration. Hence, suspected the registration patterns collected might have caused the reported behavior. However, as per the information provided on 03-apr-2025, logs and archives were not available as they were removed. Archives were needed to check the registration patterns used. Codes: b01, c19, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.